Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event could not be confirmed based on the investigation of the returned product. Visual evaluation identified abrasions surrounding the hex hole of the screw. Functional testing was not able to be performed though as the taper was not returned (images 1-2). The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the surgeon was unable to engage the morris taper on the screw. Tried multiple times and it would not engage. Opened a second screw and it worked correctly. The procedure was completed successfully. See source data attached.